Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a left knee revision procedure due to loss of mobility, loss of full use of leg, pain, and inability to perform activities of daily living. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3a; b4; b5; g3; g6; h1; h2; h6. The reported event could not be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.